Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-11701 it was reported that the patient presented remotely via merlin.net. Review of transmissions revealed the patient's right atrial lead and right ventricular lead exhibited episodes of noise resulting in inappropriate automatic mode switch episodes and pacing inhibition. It was suspected that the noise was due to electromagnetic interference. Programming changes were made and the physician opted to continue monitoring the patient. No adverse patient symptoms were reported.

Event description:
New information noted that the patient's right atrial and right ventricular leads were explanted and replaced on (B)(6) 2021. The patient's condition was stable throughout the procedure.

Manufacturer narrative:
The reported events of pacing problem and noise were confirmed. External insulation abrasion was noted at 24.7-25.2 cm from the connector pin consistent with friction to another device or feature of patient¿s anatomy. The outer insulation was breached and the outer coil was exposed. The cause of the reported event was isolated to the external insulation abrasion.